Manufacturer narrative:
Returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection of the balloon revealed a 12mm tear in the balloon material at the distal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the severely calcified superficial femoral artery. A 4mmx20mmx144cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a coyote nc balloon catheter. The physician then implanted a stent and the procedure was completed with post-dilatation of the coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the common femoral artery. The target lesion was located in the severely calcified superficial femoral artery. A 4mmx20mmx144cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and was exchanged with a coyote nc balloon catheter. The physician then implanted a stent and the procedure was completed with post-dilatation of the coyote nc balloon catheter. No patient complications were reported and the patient's status was good.